Event description:
N/a.

Manufacturer narrative:
Update fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The mwh capacity was dropping for both batteries even while connected to ac power. The fse replaced the power management board (0670-00-1162). The unit was connected to ac power for one hour, and the fse confirmed that the mwh was increasing. Both batteries were charging. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer. The failure analysis and testing dept. Received part number 0670-00-1162 with a reported unit failure of the batteries not charging. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Batteries were able to charge in both bays. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump's (iabp) batteries will not fully charge. There was no patient involvement.